Event description:
The iab was inserted into the pt on 08/28/1998 at 12:00 p.m. Poor augmentation was noted and the balloon was noted to be kinked. The iab was removed on 08/28/1998 at 2:45 p.m. And a second iab was inserted. The pt had bleeding that was not severe and removal of the iab was required. The iab was not returned to datascope for evaluation. Event complications: bleeding/not severe/removal required - reported 09/15/1998. Pt's current status: unk - reported 09/15/1998.